Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the screen would flash on and off repeatedly for no reason. The customer reported that the screen would only turn on when the pump is plugged in. The customer was unable to interact with the pump. The customer's blood glucose level was not impacted. Customer confirmed that an alternate method of insulin delivery was available.